Manufacturer narrative:
The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited decreased pacing impedance measurements and loss of capture (loc). Additionally, a health care professional (hcp) contacted boston scientific technical services (ts) and inquired about markers. Ts discussed programming options. The lead was observed to have dislodged approximately two months later. An invasive procedure was performed. The lead was successfully explanted and replaced. No additional adverse patient effects were reported.